Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker was made aware that the device unexpectedly loss power when charging. The customer was able to turn the device back on with no issue. There was no patient use reported for this event.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate or verify the reported issue. As a precaution all internal connections were tightened and reseated. Three older batteries were also replaced. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.